Event description:
It was reported that the customer had an unspecified cartridge issue. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer was able to reload the cartridge and resume insulin therapy successfully.